Manufacturer narrative:
The complaint was not confirmed. The returned ar-6475 was visually inspected and showing minor scratches at the top of the unit. Tubing was not returned for evaluation. Further review showed the seal was broken, and door latch stiff. The returned ar-6475 device assembled with a new ar-6410 tubing and it was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and function as intended with no error message and/or audible alarm triggered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy the pump delivered more fluid into the shoulder than expected. The shoulder was swollen a short period of time at the end of the successfully performed procedure. No additional treatment was necessary to extract the fluid out of the shoulder and it was reported that the shoulder was fine after the surgery. The pump settings were set to standard and not alarm or error messages were shown. It was further reported that a clamp test was performed successfully by the customer. It was not necessary to switch the surgical technique or do a second surgery.